Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module and evaluated the device. The reported issue was duplicated as the device's screen remained blank upon power on. The root cause was determined to be a software anomaly that is being internally investigated.

Event description:
The customer stated the ventilator's user interface module (uim) does not power up but the leds (light emitting diode) on the membrane panel are working. The ventilator was on a patient when the issue occurred but there was no patient harm reported.